Event description:
A report was received that the patient will undergo a pocket revision and an ipg replacement procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patients ipg was not holding a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient will undergo a pocket revision and an ipg replacement procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the ipg replacement procedure was per physicians preference.

Event description:
A report was received that the patient will undergo a pocket revision and an ipg replacement procedure for an unknown reason.